Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements in the right ventricular (rv) channel. Data was sent to boston scientific technical services (ts) for their review. At this time, the system remains in service. No adverse patient effects were reported.